Manufacturer narrative:
Ge healthcare's initial findings conclude the electrical connection between the cabling and xrmw gradient coil created a high electrical resistance on the high power gradient lead, leading to excessive localized heating igniting the foam that was now in contact with the gradient bus bar. This localized, foam fire incident occurred under the patient enclosure, at the service end of the magnet. When the field engineers removed the enclosure from the service end of the magnet they were able to extinguish the foam. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that while ge healthcare mr field engineers were servicing a customer's mr750w with gem mr, they noticed smoke in the magnet room. The field engineers proceeded to investigate the source of the smoke and found that the ul-94 horizontal burning foam (hbf) had come in contact with the high power gradient bus bar. There were no injuries associated with this event.